Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a clogged nozzle. In addition to the clogged nozzle, other evaluation findings are as follows: there were deep dents on the plastic distal end cover and on the plastic distal end cover insulation, the bending section cover glue was cracked, there was restriction below the instrument channel port, there was a cut on switch#1, there was no flow in the air/water supply channel, and there was a minor wrinkle on the light guide tube. The foreign material found has been attributed to insufficient cleaning. The customer reported that the device was properly reprocessed prior to being sent for evaluation. All other specific reprocessing questions could not be obtained. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the port was blocked therefore unable to feed liquid through the instrument channel while using the evis exera ii gastrointestinal videoscope. The issue occurred during preparation for use for a diagnostic procedure. During the device evaluation, the following reportable malfunction was found: nozzle was clogged by foreign material. There was no patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was not able to be identified. A definitive cause for the foreign material remaining in the device was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections gif/cf/pcf-180 series operation manual describes how to detect the suggested event in chapter 3 preparation and inspection. Gif/cf/pcf-180 series reprocessing manual describes how to prevent the suggested event in chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.